Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/8/2021. H.6. Investigation: two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No.320559. A clog test was carried out on the two returned samples as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed on the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that 2 pen ndl 32g 4mm pro 14 needles were difficult to operate. The following information was provided by the initial reporter : the customer reported that the drug had not come out after successful priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 2 pen ndl 32g 4mm pro 14 needles were difficult to operate. The following information was provided by the initial reporter : the customer reported that the drug had not come out after successful priming.